Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with as enduro knee implant(s). The right knee was revised for the second time due to pain, swelling and loosening. The knee was allegedly implanted on (B)(6) 2020 and revised on (B)(6) 2020. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under xc reference (B)(4).

Event description:
No updates.

Manufacturer narrative:
Investigation results as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number or a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Corrective action: for this topic psc was initiated.